Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The device was not returned for evaluation and could not be evaluated. Based on the results of the investigation, it is possible one of the following led to the malfunction: a growing tissue deposit on the electrodes; instrument in a gas bubble during activation; increased contact resistance due to insufficiently plugged or defective contacts on the working element, connecting cable, universal socket, e.g. Due to corrosion. However, a definitive root cause cannot be identified. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the evaluation, the electrosurgical generator exhibited error code e006, a warning that the user activated the bipolar mode in a non-conductive liquid. There were no reports of patient involvement.